Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.

Event description:
Customer stated that the tumescent infiltration pump was no longer working properly. Problem with the flow was noticed when performing a test run before patient entered the room.please reference MDR 2183870-2015-00170 for the other tumescent infiltration pump noted in the complaint.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Corrected data.

Event description:
Evaluation summary: evaluation determined that the pcb board was defective.